Event description:
It was reported that during the ventricular tachycardia ablation procedure, a pericardial effusion was observed by the physician after going transeptal. It was stated that the customer was unsure as to when the perforation actually occurred during the case. The patient's blood pressure had dropped and became unstable through the procedure and confirmed the effusion by using ultrasound. The physician performed a pericardiocentesis as a medical intervention and the patient was sent to the ICU in stable condition. Physician believed the causality of the adverse event was possibly procedure-related. In addition, the patient was doing well immediately following the procedure and has improved.

Manufacturer narrative:
The bwi representative stated that the catheters have been confiscated by the hospital. Thus, they will not be returned for any investigation. The concomitant devices: carto 3 rmt: manufacturer #: m-5830-01, serial # (B)(4). Stockert 70 system: manufacturer #: m-5463-01, serial # (B)(4). Coolflow pump: manufacturer #: m-5491-02, serial # (B)(4). The bwi systems mentioned above were all used in the case without any malfunction. Bwi manufacturer ref (B)(4) are related to the same event. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). The returned device was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable ablation readings. The catheter was also tested for patency flow and flow rate and both test results were acceptable meeting specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.